Manufacturer narrative:
A philips service engineer was not able to evaluate nor repair the device; therefore, it could not be determined if it failed to meet specifications. The customer didn¿t accept the quote and no work order was generated. It is unknown what the outcome of the service event was and no further information could be obtained. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is not reading patient leakage and is requesting on site service to evaluate unit and determine what is needed to repair. It was reported there was no patient involvement at the time the issue was discovered. The investigation is ongoing.